Manufacturer narrative:
Boston scientific technical services (ts) discussed continuing to monitor the ra lead for noise or abnormal measurements. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing on the right atrial (ra) channel during a review of an atrial tachy response (atr) episode. The lead measurements were stable with the exception of one increase in pacing impedances from 500 ohms to 808 ohms. There was also an inappropriate ra pace delivered that resulted in an unnecessary ventricular pace on the t-wave due to the ventricular sensed event occurring during the blanking period. No adverse patient effects were reported.